Event description:
It was reported that this patient had previously received a single isolated inappropriate shock due to oversensing of signal amplitudes. At the time the system was reprogrammed to prevent any additional inappropriate shocks. Recently, the patient received an additional inappropriate shock due to t-wave oversensing. The system was reprogrammed again to prevent any additional shocks. This is considered a device malfunction as the patient has received multiple episodes of inappropriate shocks. No adverse events were reported at this time.